Event description:
It was reported that this right ventricular (rv) lead exhibited a loss of capture. This rv lead was explanted and replaced with a left ventricular (lv) lead in the left bundle branch (lbb) due to the patient's subclavian being occluded. The physician couldn't get another rv lead implanted. The device was reprogrammed to lv only. No additional adverse patient effects were reported.